Manufacturer narrative:
The reported bivona tracheostomy tube was returned for investigation. There were twelve customer made devices returned. The devices were received without their original packaging and appeared to be unused; there was no biological residue under the swivel connectors and the eyelets appeared pristine with no abrasion marks. All returned product measured within specification. Visual inspection of the devices from all lots confirmed that there were no sharp edges, but the two lots did exhibit dimpling of the stoma seal. The investigation determined that all lots were assembled within manufacturing specifications, but that the variation in the od and dimpling of the stoma seal may have contributed to the discomfort in the end user. (B)(4).

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Mother of a patient reported that when the listed tracheostomy tube was put in use with her daughter, her daughter felt a strong pain, tightness, and swelling in her trachea. The patient's nurse was unable to remove the listed device; therefore, the patient was taken to an ent doctor who was successful in removing the device. After removal, the patient was examined and diagnosed with tracheitis; sharp pain, redness, and bleeding resulted from event. Examination of the removed device found it to have more "filler" than normal, and a sharp area close to the stoma area was noted. No permanent injury was reported.